Manufacturer narrative:
Visual inspection under magnification shows the electrode screen is detached and the remaining electrode ball wires were worn. The detached screen was returned and shows extensive wear as well. There is discoloration to the return cap surrounding the electrode insulator that is consistent with extended electrode activation or use of high ablation power settings. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrode legs. The suction line was tested and performed as intended. The complaint of the broken tip was verified. The root cause of this event, based on the physical evidence of the electrode ball wear and return cap discoloration, indicate that this device has been used beyond its intended life and that the detached screen is a result of excessive electrode wear. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that the metal tip of the device fell off in the patient and was retrieved. No patient injuries were reported.

Event description:
It was reported metal at the tip was falling down. No injuries were reported.